Manufacturer narrative:
The customer was contacted for return of the suspect product. The product has not been returned to zoll for evaluation.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device displayed a "compressor failure - 1001" message. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing which included bench handling, internal inspection, functionality testing, and stress testing without duplicating the malfunction. Visual inspection found foreign substance on the flow manifold. However, it could not be firmly established if this contributed to the reported malfunction. The device's flow manifold was replaced as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type.